Event description:
As reported, during a tf pulmonic case, a 26mm gore sheath was used with a 29mm s3 valve. A 29mm s3 valve was deployed in the pulmonic position. The valve was positioned in the appropriate landing zone (pulmonic annulus) and deployed there. It appeared to be implanted successfully. When the delivery system was retracted, the valve migrated down towards the rvot. The implanting team attempted to post dilate the 29mm s3 with the commander delivery system and deploy the valve at the rvot. 5ml were added to the commander delivery system balloon. The implanting team post dilated the 29mm s3. The 29mm s3 was not securely deployed at the rvot. The implanting team decided to post dilate again. An additional 4ml volume was added to the commander delivery system. The implanting team then attempted to post dilate again. The balloon ruptured during this attempt. The implanting team attempted to retract the ruptured balloon into the 26mm gore sheath with no success. The delivery system was through the thv with the ruptured balloon located at the outflow side. The delivery system with ruptured balloon could not be tracked through the 29mm thv into the gore sheath. There was fluid left in the ruptured balloon and a non-edwards balloon was used to remove some of the fluid left in the ruptured balloon. The balloon was inflated next to the ruptured delivery system balloon. When the balloon was inflated it helped to drain some of the fluid left in the delivery system balloon and reduce the profile of the ruptured balloon. The implanting team consulted the surgery team to remove the 29 s3 valve and the commander delivery system. The patient was transferred to the or for removal of the valve, delivery system, and sheath. A surgical pulmonary valve was implanted. They are not sure what resulted in the valve migration, the valve may have been too small for the annulus or it is possible the delivery system balloon made contact with the patient's anatomy during deployment.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-06002. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Additional information was received from the hospital in medical records. The patient received the 29mm sapien 3 valve in the pulmonic position via right femoral vein approach. However, ''the valve appeared to migrate proximally slightly with inflation. A second inflation was performed with 38 ml to facilitate apposition of the valve to the wall. The valve appeared more proximal in the rvot than desired, but in stable position. On attempt to withdraw the delivery system, it became clear that the valve was not stable and was mobile in the rvot. Many attempts were made to re-inflate the commander balloon and use it to drive the valve forward into the main pulmonary artery but were unsuccessful.'' Next, ''an attempt was then made to place a stent in the rvot to secure the valve in place and act as a landing zone to the valve.'' The left femoral venotomy was used to insert a new wire and catheter. ''The sheath and dilator would not advance past the valve. It was then discovered that the wire was not within the lumen of the valve.'' When removing the sheath and wire, the valve was pushed further distal into the rvot. An attempt was made to inflate the balloon to secure the valve in the rvot. During inflation, the balloon ruptured at the end of inflation. Several attempts were made to recapture the balloon into the dryseal sheath were unsuccessful. ''Further attempts were halted to prevent embolization of sheared balloon particles.'' The patient was taken to the operating room for removal of the s3 valve and surgical valve replacement was performed.

Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other reported events relating to balloon burst or withdrawal difficulty. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and device training manual were reviewed. Prior to thv deployment check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and the balloon lock is locked. Begin initial deployment with a slow controlled inflation and reposition thv as necessary. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon and withdraw the balloon. Ensure stability of delivery system during thv deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. If delivery system balloon ruptures or leaks during deployment without thv embolization, do not use excessive force. Take care when crossing the thv, tracking back through the anatomy and removing the delivery system (through the tip of sheath). Patient injury could occur if the delivery system is not completely unflexed prior to removal. Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The balloon burst and withdrawal difficulty were unable to be confirmed due to unavailability of the complaint device and /or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The description states, ''an attempt was made to inflate the balloon to secure the valve in the rvot. During inflation, the balloon ruptured at the end of inflation''. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Per the IFU/training manual, the nominal inflation volume required for the 29mm commander delivery system is 33 ml and per the patient medical record, ''attempt was made to inflate the balloon with a total of approximately 45 ml to secure the valve in the rvot. However, during this inflation, the balloon suffered a rupture at end inflation''. As such, it is likely the balloon was over-inflated, subjecting the balloon to pressures high enough to cause the balloon to burst. The description states, ''several attempts were made to recapture the balloon into the dryseal sheath were unsuccessful'' and ''further attempts were halted to prevent embolization of sheared balloon particles''. As the balloon was burst, the altered profile of inflation balloon material likely made it more susceptible to be caught on the migrated thv, which would have then led to the reported withdrawal difficulty. Without applicable patient/procedural imagery, a definitive root cause was unable to be determined at this time. However, it is possible that procedural factors (over-inflation, withdrawal of burst balloon) may have contributed to the complaint event.